Event description:
A report was received that the patient had charging difficulties. Database analysis revealed that the ipg exhibits premature battery depletion.

Event description:
A report was received that the patient had charging difficulties. Database analysis revealed that the ipg exhibits premature battery depletion.

Event description:
A report was received that the patient had charging difficulties. Database analysis revealed that the ipg exhibits premature battery depletion.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficultly charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit section (ic) of the ipg electronics. It could not be determined conclusively, which ic was the root cause of the failure as both components were covered in glop top which made test points inaccessible, and troubleshooting to specific component level was not possible. The ipg passed all other functional tests.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement. Ipg database revealed electrocautery damage. The patient was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).